Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined a thermally sensitive integrated circuit designator u5 was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device displayed a white screen and service light indicator. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power supply assembly and therapy pcb assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use

Event description:
The customer contacted physio-control to report that their device displayed a white screen and service light indicator. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.